Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from five patient samples using vitros troponin I es reagent with a vitros eci immunodiagnostic system. Based on historical quality control results, a vitros troponin I es lot 2010 performance issue is not a likely contributor to the events. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros troponin I es reagent lot 2010 at, or below the url concentration of 0.034 ng/ml, cannot be determined and a reagent issue could not be entirely ruled out. The customer was not following the sample collection device manufacturer¿s recommendations for sample centrifugation, so pre-analytical sample handling could not be ruled out as contributing to the events. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive assignable cause for the higher than expected troponin I result for patient 2 could not be determined. Vitros troponin I es precision testing performed following the event was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. For patients 3, 4, 5, 6 and the known troponin I free sample, the most likely assignable cause is instrument related. Vitros troponin I es precision testing performed following the events was outside of ortho clinical diagnostics guidelines, indicating that the vitros eci immunodiagnostic system was not performing as intended. An ortho field engineer performed service actions to return the vitros eci immunodiagnostic system to expected performance. Following these service actions, acceptable vitros troponin I es performance was observed.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results from five patient samples and a known troponin I free sample using vitros troponin I es reagent with a vitros eci immunodiagnostic system. The results obtained are as follows: patient 2: 0.103 ng/ml, 0.107 ng/ml vs. Expected result of <0.012 ng/ml. Patient 3: 0.158 ng/ml vs. Expected result of <0.012 ng/ml. Patient 4: 0.146 ng/ml vs. Expected result of <0.012 ng/ml. Patient 5: 0.060 ng/ml vs. Expected result of <0.012 ng/ml. Patient 6: 0.104 ng/ml vs. Expected result of <0.012 ng/ml. Troponin I free sample: 0.106 ng/ml vs. Expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I results were not reported from the laboratory and there is no allegation of patient harm as a result of the events. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).